Manufacturer narrative:
TVT REGISTRY EXEMPTION NUMBER: E2014038 QUARTERLY REPORTING PERIOD: Q4 2019 TOTAL NUMBER OF EVENTS BEING SUMMARIZED: 17 UNDER THE TERMS AND CONDITIONS OF THE REGISTRY, ANONYMIZED PATIENT DEMOGRAPHICS DETAILS AND LIMITED DETAILS WERE PROVIDED REGARDING THE ADVERSE EVENTS AND OUTCOMES. THE LISTED EVENT DATE IS THE DATE THE INFORMATION WAS RECEIVED BY MEDTRONIC; THE ATTACHMENT LISTS WHETHER THE EVENTS OCCURRED ON OR AFTER THE DAY OF DEVICE IMPLANT AND THE RELATED PATIENT AND DEVICE CODES. THE PATIENT INFORMATION INCLUDED IN SECTION A. IS AN AVERAGE OF THE DATA PROVIDED FOR THE EVENTS INCLUDED IN THE ATTACHED SPREADSHEET. AS REPORTED TO FDA ON JULY 20TH 2018, THE SUMMARY ANALYSIS REPORT, THE COMPARISON OF POST MARKET EVENT RATES IN THE PRE-MARKET STUDY, WILL NOT BE INCLUDED IN THE SUBMISSIONS FOR THE LOW RISK CAS STUDY REGISTRY AS THE LOW RISK PRE-MARKET DATA IS NOT YET AVAILABLE. IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED. (B)(4).

Event description:
THIS REPORT SUMMARIZES < NOE> 17 < /NOE> SERIOUS INJURY EVENTS. MEDTRONIC RECEIVED INFORMATION REGARDING PATIENT/DEVICE EVENTS VIA A THIRD-PARTY POST-IMPLANT DEVICE REGISTRY (THE SOCIETY OF THORACIC SURGEONS/AMERICAN COLLEGE OF CARDIOLOGY TRANSCATHETER VALVE THERAPY REGISTRY). THE INFORMATION IN THIS REPORT WAS PROVIDED TO MEDTRONIC IN A DE-IDENTIFIED FORMAT, AND HAS BEEN ORGANIZED INTO SUMMARIES OF OBSERVATIONS RELATED TO PATIENT DEATHS AND SERIOUS INJURIES IN THE ATTACHED FILES.

Event description:
Unique Complaint ID Number,Initial or Supplement,Type of event,TTE in days,Device Brand Name,Medical device identifier,Device Codes;703463633-32589328-20,I,SI,8,CoreValve TM Evolut TM PRO (Non-commercial),EVOLUTPRO-29-C 29 mm,C76126;703463633-32713143-20,I,SI,11,CoreValve TM Evolut TM PRO (Non-commercial),EVOLUTPRO-29-C 29 mm,C76126;703463633-32994077-20,I,SI,53,CoreValve TM Evolut TM PRO (Non-commercial),EVOLUTPRO-26-C 26 mm,C76126;703463633-34022265-20,I,SI,8,CoreValve TM Evolut TM PRO (Non-commercial),EVOLUTPRO-29-C 29 mm,C76126;703463633-34129274-20,I,SI,57,CoreValve TM Evolut TM PRO (Non-commercial),EVOLUTPRO-29-C 29 mm,C62876;C53269;703463633-34251798-20,I,SI,5,CoreValve TM Evolut TM PRO (Non-commercial),EVOLUTPRO-29-C 29 mm,C53269;703463633-34264449-20,I,SI,2,CoreValve TM Evolut TM R (Non-commercial),EVOLUTR-29-C 29 mm,C76126;703463633-34264484-20,I,SI,2,CoreValve TM Evolut TM PRO (Non-commercial),EVOLUTPRO-26-C 26 mm,C53269;703463633-34387469-20,I,SI,0,CoreValve TM Evolut TM PRO (Non-commercial),EVOLUTPRO-29-C 29 mm,C76126;703463633-34387469-20-1,S,SI,19,CoreValve TM Evolut TM PRO (Non-commercial),EVOLUTPRO-29-C 29 mm,C53269;703463633-34394309-20,I,SI,1,CoreValve TM Evolut TM R (Non-commercial),EVOLUTR-29-C 29 mm,C76126;703463633-34394320-20,I,SI,16,CoreValve TM Evolut TM PRO (Non-commercial),EVOLUTPRO-29-C 29 mm,C53269;703463633-34409689-20,I,SI,0,CoreValve TM Evolut TM R (Non-commercial),EVOLUTR-34-C 34 mm,C76126;703463633-34415250-20,I,SI,0,Evolut PRO System,26mm TAV EvolutPRO-26-US,C53269;703463633-34415352-20,I,SI,1,CoreValve TM Evolut TM PRO (Non-commercial),EVOLUTPRO-29-C 29 mm,C76126;703463633-34424159-20,I,SI,3,CoreValve TM Evolut TM R (Non-commercial),EVOLUTR-34-C 34 mm,C76126;703463633-34424161-20,I,SI,2,CoreValve TM Evolut TM R (Non-commercial),EVOLUTR-34-C 34 mm,C76126